Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the ¿weak lighting¿ was replicated. However, the ¿system locking,¿ was not replicated. The optical module of the illuminator module was cleaned and then the lamp was replaced, to address the ¿light weakening¿ issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿weakened light¿ can be attributed to nonconforming lamp. However, the root cause of the reported ¿system locking¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was weak lighting. It was also reported that the equipment locked. There was no system advisory displayed